Event description:
While using a byte night aligners, patient reported that tooth #8 is chipped and tooth #9 is cracked. This damage to their teeth was not there when they started aligner treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.